Event description:
Patient reported obtaining elevated readings (- 300 mg/dl), for 2 days, while using the suspect device. Patient indicated that he had been delivering insulin, via an insulin pump, based on these results. Pt stated that, on both days, emergency medical services were summoned, due to hypoglycemic events. Patient stated that, the first event occurred at home. Pt indicated that a family member phoned emergency medical services, and upon their arrival, patient's blood glucose measured < 20 mg/dl (on paramedics' blood glucose monitor). Patient was reportedly treated with glucose, orange juice, and sugar, after which, he was transported to the hospital for additional treatment. No additional details of treatment were provided. Patient stated that, the following day, he lost consciousness while in a store. Again, emergency medical services were contacted for the patient. Upon their arrival, patient stated that his blood glucose measured < 20 mg/dl, and he was transported to the hospital. No additional details were provided. Patient's current condition: good. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.